Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: quality engineer. The actual sample was not available for our evaluation. The root cause of the complaint could not be identified to be related to our production or process. The retention samples were confirmed visually in good condition. Simulation were conducted on the retention samples wherein the needle did not break even after 40x bending which indicates that our needles have high resistance to breakage. We have received three (3) complaints covering fy20 to fy22 (july 4, 2022), related to this issue where the cause was not identified related to our product and production process. Our cannula is supplied raw material that complies with iso 9626, particularly on stiffness and breakage. Moreover, cannula incoming inspection includes dimensional inspection and verification of certificate of analysis according to material specification. We have an online and in-process visual inspection to check bent or damage to the cannula that might lead to the complaint. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. Before shipment, qc conducts outgoing inspection that includes visual checking such as bent or damage on the cannula. All samples passed. (B)(4).

Event description:
The user facility reported that a risperdal consta 50mg needle broke when administered. There was no patient injury or was medical or surgical intervention required.